Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the images provided; however, the exact cause/source of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported endoleak (i.e. Excessive angulation, neck thrombus). No obvious stent graft issues could be identified that could be a cause of a type ia endoleak. While a type ia endoleak cannot be ruled out, this may also have been a type ii endoleak as a result of collateral vessels feeding the aneurysm. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported approximately 5 months post the index procedure follow up CT identified a type ia endoleak. As per physician, the cause of the type ia endoleak was most likely due to the anatomy.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It was reported the patient was taken for intervention, an endurant etcf2525c49e cuff was placed. This resolved the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the images provided; however, the exact cause/source of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported endoleak (i.e. Excessive angulation, neck thrombus). No obvious stent graft issues could be identified that could be a cause of a type ia endoleak. While a type ia endoleak cannot be ruled out, this may also have been a type ii endoleak as a result of collateral vessels feeding the aneurysm. Additional information received : it was confirmed that the patient returned for a follow up and is evaluating the intervention options and will contact the physician when a decision is made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.